Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured left femur; was replaced due to a broken nail noted in the follow up x-rays.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken sign im nail was replaced with a 10mm x 420mm, standard nail using two distal screws and one proximal screw. No one can predict a failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.